Manufacturer narrative:
Based on the results of the investigation, and since the device malfunction (error e216) was not confirmed during the evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigational findings identified a b30 code error which resulted in no image being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image and presented an error e216. It is unknown when the issue occured. There were no reports of patient harm.